Manufacturer narrative:
The product was not returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
Same case as MFR # 3005188751-2011-00122 and 3005188751-2011-00123. It was reported that during an ablation procedure for a left sided atrial flutter, a perforation was noted and a pericardiocentesis was performed. The physician was attempting a transseptal puncture with an sjm fast-cath introducer and an sjm brk needle when a significant blood pressure drop occurred. The perforation was noted and a pericardiocentesis was performed. A response ep catheter, two non sjm quad catheters and a non sjm ascent decapolar catheter were in the right side of the heart at the time of the perforation. No further pt complications occurred. The patient's status is listed as stable.